Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that she found a blue fiber inside of the patient's eye after she had implanted the iol (intraocular lens). It is unknown if the fiber was removed during the initial cataract iol implant procedure, or if the fiber was retained. Additional information regarding patient impact has been requested. No sample is expected to return.